Event description:
It was reported that the internal sterilizing package was found damaged before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct information and to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, pictures were received and reviewed. The pictures review permitted to confirm the reported event. The review of the device manufacturing quality record indicates that 5 773 products refobacin bone cement r 1x40g, reference 3003940001, lot number a750ed0910 were manufactured on 16 july 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 3 similar complaints (including the current complaint) have been recorded for refobacine bone cement r 1x40g, reference 3003940001, batch a750ed0910 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(6) products refobacin bone cement r 1x40g, reference (B)(4), lot number a750ed0910 were manufactured on (B)(6) 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner sterile packaging was found damaged before the surgery.